Event description:
The customer contacted physio-control to report that their device will not complete the boot up cycle. When they go to turn the device on, the screen flashes and it powers back off. This occurs on both ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6): physio-control recommended that the device be sent in to physio for evaluation. It was later confirmed by the customer that they have decided not to repair the device and have permanently removed it from service. They have replaced this device with another one from their inventory. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.